Event description:
Pump is returned for a short load step causing large prime volume. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4). During testing, the pump load step did not detect the cartridge and emitted a "no cartridge detected" warning. During evaluation contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to this issue, the display screen was found to be dim and miscolored.